Manufacturer narrative:
Citation: thaler c, witt d, casey s, et al. Diagnostic value of computed tomography angiography for infective endocarditis after right ventricle outflow tract repair. Jacc case rep. 2023;23:102011. Published 2023 aug 30. Doi:10.1016/j.jaccas.2023.102011 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Literature was reviewed regarding a six-patient case series where computed tomography angiography was used for diagnosis of endocarditis. The two cases (patient 4 and patient 5) involving medtronic melody transcatheter pulmonary valves described the following adverse effects and interventions due to pulmonary valve endocarditis: clinical symptoms and presentation of endocarditis at an unknown time after valve implant (fever, rigors, difficulty breathing); hospital admission and empirical treatment; causative organism of lactobacillus bacteremia or streptococcus; increased right ventricle-to-pulmonary artery (rv-pa) peak gradient; septic pulmonary emboli; small pulmonary emboli of left lung; thickening of leaflets and low attenuation material within the melody valve stent frame; and surgical pulmonary valve replacement. The two cases (patient 5 and patient 6) involving medtronic contegra valved conduits described the following adverse effects and int erventions: melody valve implanted valve-in-valve in a contegra conduit; clinical symptoms and presentation of endocarditis at an unknown time after conduit implant (shock, upper respiratory symptoms, vomiting, diarrhea); hospital admission and empirical treatment for pulmonary valve endocarditis; causative organism of methicillin-sensitive staphylococcus aureus; increased rv-pa peak gradient; septic pulmonary nodules in the lung; pulmonary infarctions; pleural effusions; thickening and mobile vegetations on the contegra l eaflets; thickening of the wall of the contegra graft consistent with abscess formation; medical treatment for endocarditis; ventricular fibrillation cardiac arrest with cooling; and subcutaneous implantable cardioverter-defibrillator placed. No further information pertaining to medtronic products was noted.

Event description:
Additional information received from the corresponding physician/author stated that the duration between medtronic device implant and onset of endocarditis was 3.0 years for patient 4, 3.6 years for patient 5, and 11.6 years for patient 6, which calculates to a mean duration of 6.1 years. The physician/author also remarked that none of the devices are available for return and the device serial numbers are unable to be provided due to patient privacy policy.

Manufacturer narrative:
Insufficient information received to reasonably suggest that the device caused/contributed to a reportable event. Valid scientific evidence supports no valve-related cause for endocarditis where implant time exceeds two months. Ref: 21 cfr 803.20 (c) (2), and interventional and surgical cardiovascular pathology, isbn 0-7216-2457-x, p. 38 and p. 142. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received from the corresponding physician/author provided the predominant gender of the three medtronic patients (two females, one male). Updated information: section a3. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.